Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, dislodgement was observed on the left ventricular lead. The lead was not implanted; it was noted that another was replaced on (B)(6) 2017. The patient¿s condition post procedure was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.